Manufacturer narrative:
The thermogard console (sn (B)(4)) involved in the reported complaint will not be returned for evaluation. The tech support guided the user on troubleshooting the air trap alarm issue by cleaning the air trap. The thermogard console was determined to be functional and was placed back for clinical use.

Event description:
The patient was hospitalized post-cardiac arrest and underwent therapeutic hypothermia. The quattro catheter was placed into the patient's right femoral vein. Approximately 22 hours after the catheter placement, the thermogard console (sn (B)(4)) generated an "air trap" alarm and the saline bag was noted empty. The customer observed the saline fluid on the floor around the console and inside the air trap chamber. Zoll tech support assisted the customer to perform the catheter leak check. The catheter leak could not be confirmed and the suk leak was suspected. The start-up kit (suk) (lot# unknown) was replaced, however, the console did not recognize the suk. The tech support walked the user on troubleshooting the air trap issue and after 2 hours the customer confirmed the normal functionality of the console. The patient was placed on the surface cooling blanket and ice packs during the troubleshooting. The therapy was resumed utilizing the same console. Per the reporter, the patient is in the maintenance phase of the therapy with a target temperature of 33°c. No consequences or impact to the patient.